Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No display anomaly was noted. No cosmetic damage was noted on the insulin pump.

Event description:
Customer reported he cannot read the screen on his insulin pump clearly because there are black marks on the inside of the display screen. Customer's blood glucose is 173 mg/dl. He does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.